Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight estimated; exact weight (B)(6). Embolic protection: rx accunet, emboshield nav6. Dilatation catheter: non-abbott 3x20 balloon, viatrac 5x20. The stent remains in the patient. A follow-up report will be submitted with all relevant additional information.

Event description:
It was reported that 2 hours after a left internal carotid artery stenting procedure the patient developed right sided weakness and aphasia while in the hospital. A computed tomography (CT) scan and a magnetic resonance imaging (MRI) were performed and showed no signs of stroke. The patient received physical therapy and was reported as improving. The patient remained hospitalized 11 days post procedure. Though requested, no additional information has been provided.